Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Two (2) unused samples received on (B)(4) 2011 and tested on (B)(4) 2011 results from the investigation are as follows: tubes were removed and carefully examined. Improper product indication as marked by the customer was confirmed. Ring mark was not printed on the tube after the '26 graduation marking' was observed, and was considered "not acceptable" as per inspection criteria. Review of assembly records showed no signs of associated defects detected during the 100% light test. Based on the findings, it is concluded that the complaint was confirmed as per returned samples. An internal corrective action event has been taken for a similar complaint, and this particular lot (608051r001) identified was confirmed to be manufactured before implementation of the CAPA. Note: this MDR is being reported as a result of a retrospective review of complaints conducted by (B)(4) for complaints received from (B)(4) 2011 - (B)(4) 2013. (B)(4) will continue to track and monitor such complaints according to (B)(4)complaint handling and CAPA.

Event description:
Details of the complaint: "qty : 1; improper product indication: no indication for 27's line as per attached photo."